Event description:
A surgeon reports a pt complains of glare following intraocular lens implant surgery. The pt had photophobia and experienced glare prior to cataract surgery as well. The pt is currently taking pilocarpine to see if this helps with her symptoms and the surgeon feels she has a good prognosis.